Manufacturer narrative:
Analysis confirmed the customer comment of not being able to calibrate this programmer, it was discovered that the "x-y" touch screen was defective. The stylus tip was bent and was not working, it was also not working after replacing the "x-y" board. Crack in bezel (display) (was considered acceptable). The paper tray was damaged and was nearly empty. Keyboard front latch was broken. Log files retrieved and software reconfiguration was performed to eliminate software issues. Stylus was replaced and calibrated. Paper tray was replaced with paper added. Keyboard was replaced. Bullets assay (upper "r") replaced. Software was reinstalled and updated to the newest version. Device was cleaned. Passed all electrical safety tests, all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate even after changing the stylus. The device was returned for servicing. No patient complications have been reported as a result of this event.